Event description:
(B)(6) 2021 07:08:07 pst ice batch user (batch_ice) phone (B)(6), complaint: (B)(4), complaint status: in process mdt initial contact: (B)(6) taken by: (B)(4) inquired what led up to the complaint. Customer response: blank display: blank, frozen, partial screen, flashing/solid white screen t/s per (B)(4). Details of what led up to event: replacing battery. Adv to d/c from the pump at the operating room. Customer is not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Is customer calling back with blank display after receiving new battery cap: no. Is customer reporting blank display: yes explained possible causes of a blank display. Customer states the display was not blank less than 30 seconds and/or did not return. Customer states display is blank currently. Adv to remove the battery. Insert battery alarm did not display on the pump screen. Checked if battery is a aa battery. Battery in use is: aa alkaline. Customer states the contacts on the battery cap are missing. Adv we will ship a new battery cap. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives. Customer's outcome pertaining to the complaint: ts/rpl inquired what led up to the complaint. Customer response: crack bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: does not know. 3. Location of the damage is: battery side of the pump and back. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no expl we encourage the use of the new silicone case which can provide a cushion against bumps during your daily activities and is an extra barrier against lotions, sunscreen, insect repellent, or household cleaners. Was damage to pump caused by the customer and/or by normal wear and tear: no adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Ship: 1 640g pump/return: 1 faulty 640g pump country: (B)(6). Input date: (B)(6) 2021 warranty start: 03/27/2020 warranty end: 03/26/2024 batch - ng2165450h.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11d. Retainer ring - black. Customer returned pump for an alleged blank display found on (B)(6) 2021. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The pump was cut open and the electronic assembly, battery cap and battery tube were inspected and a broken trace was found on pcba 2. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked case (battery tube), and broken traces. In summary, customers alleged blank display was not confirmed. Pump passed active current and sleep current test. Broken trace noted on pcba 2 by visual inspection after cutting open the board medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."